Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited capture thresholds of 3.3 v. The lead was removed and replaced.